Event description:
Complaint was reported from a clinical site that collagen matrix, inc. Is currently collecting data from. Bia-gen bioactive moldable (strip) was used on patient. Patient had surgery for transforaminal lumbar interbody fusion (tlif) and posterior instrumented fusion for the treatment of high-grade anterolisthesis on (B)(6) 2021. Patient returned for clinical follow-up visit 9 months post surgery on (B)(6) 2023 and reported complete improvement of spine symptoms that she had before the surgery. Patient confirmed she "is happy with the surgical outcomes." However, patient complained of hip pain (worsened by ambulation) and generalized muscle pain over the cervicothoracic midline region (worsened by palpation and sometimes edematous). Patient stated standing for too long and sitting for too long "makes it worse." Heat and ibuprofen "make it better." The lumbar spine x-rays showed complete reduction of the l4-5 high-grade anterolisthesis and the l3-l5 hardware is well-positioned with no signs of failutre. Complainant confirmed no further treatment regarding the spine surgery is needed. Patient was referred to physiatry to assess muscle pain and hip pain. There was no further information on patient status provided.